Event description:
A review of the documentation located in the clinical database indicates that the patient died on (B)(6) 2017. According to the report, the cause of death was reportedly due to stroke. The cause of the multiple stroke events are reportedly unknown. Further, it was reported there is no allegation that the conformable gore® tag® thoracic endoprosthesis implanted on (B)(6) 2017, in the descending thoracic aorta caused or contributed to the issue of stroke or the patient's death.

Manufacturer narrative:
UDI number for the lot is as follows: lot 16259066: (B)(4). Note - the gore® tag® thoracic branch endoprosthesis devices referenced in this event are ide exempt pursuant to 21 cfr 812. Concomitant products: the patient¿s medications include; albuterol nebulizer, amlodipine, ascorbic acid, aspirin, atorvastatin, biotin, calcium carbonate, vitamin d, chlorhexidine gluconate, fluticasone furoate-vilanterol, hydrochlorothiazide, ophthalmic ointment, latanoprost ophthalmic solution, levothyroxine, metoprolol succinate ER, multiple vitamin, omega-3 fatty acids, potassium chloride, pyridoxine, tiotropium bromide and vitamin e. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. The IFU states that excessive thrombus or atherosclerotic plaque in the aortic arch may increase the risk of stroke secondary to the implantation procedure. The IFU also states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to embolism (micro and macro) with transient or permanent ischemia and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2017, pre-implantation imaging identified a zone 0/1 aortic aneurysm with a maximum transverse diameter of 63.9mm, a dominant left vertebral artery, and an ulcerated/pedunculated atheroma protruding (> 5mm) into the lumen. Evidence of excessive atherosclerotic plaque was not identified in the aortic arch, nor significant calcium and/or thrombus noted prior to the implantation procedure. On (B)(6) 2017, the patient underwent successful revascularization of the head vessels, consisting of left common carotid artery (lcca) transposition and left subclavian artery (lsa) bypass procedures. On (B)(6) 2017, the patient underwent treatment of an aortic arch aneurysm, proximal to the brachiocephalic trunk and distal to the sinotubular junction, with three gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. According to the report, the brachiocephalic artery was the intended branch vessel to be treated. Successful access and delivery to the intended implantation site and retrieval of the device delivery system was reported. Reportedly, no additional procedures were performed nor were any adjunctive techniques undertaken to prevent paraplegia. Final angiography showed exclusion of the aneurysm, full patency of the aortic devices and side branch components, with no evidence of endoleak. Reportedly, all devices were implanted as intended and the procedure was concluded with no reported complications. The patient tolerated the procedure. According to the report, while in recovery the patient experienced an acute cerebral infarction (stroke). Computed tomography (CT scan) of the head performed that same day, showed multiple areas of infarct including; high right frontal lobe, bilateral (left greater than right) parietal occipital regions, left basal ganglia and broad right cerebellar infarction (with associated right tonsillar herniation). The cause of the stroke is reported to be unknown. The patient is currently hospitalized for treatment of the cerebral injury. The patient is being medically managed with drug therapy, however the patient¿s condition is reportedly worsening. No further adverse events were reported.